Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique further described as an unspecified use error resulting in peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The treatment and patient¿s outcome were not reported. The action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
During follow up the breach in aseptic technique was further clarified as a touch contamination during peritoneal dialysis set up. The event was manifested by cloudy pd effluent. The patient was hospitalized for the event and began treatment with keflex (orally, dose and frequency not reported). At the time of this report, the patient had recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.